Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(6). The reported complaint regarding a red screen and power fault upon start-up could not be confirmed during in-house testing. Investigation of the device data logs determined that the device fault was due to a software error during the system initialisation stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was received by resmed france. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).